Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the clip came out, the prongs were crossing. The case was completed with another like device. There was no pt consequence.